Event description:
A consumer reported following an intraocular lens implant procedure, the right eye had large crease in the capsule sac causing horizontal lines the same thickness off all car head/tail lights, house lights extending 50' to 60' on both sides. The consumer think since the iol lens was inserted vertically, it was too long and stretched the capsule causing large vertical crease and or lack of manual surgical skill. Did yag laser posterior capsule opacification (pco) to remove posterior side of capsule now have multiple vision issues on all lights. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.10. This is a duplicate of manufacturer report number (B)(4).. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number (B)(4).. The manufacturer internal reference number is: (B)(4).